Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the device was returned. A bend was identified on the dilator after it was removed from the sheath. The bend was approximately 57.9cm from the distal tip. No anomalies were identified on the sheath and storage tube. The returned filter exhibited several bent legs which were overlapping. It is unknown how this occurred as it was not reported by the user. In addition no anomalies were identified on the pusher cup or pusher wire. Functional/performance evaluation: the filter was returned deployed from the delivery system. Heat was applied and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review: medical records were not provided. Photo review: two photos were provided and reviewed. The first photo exhibits what appears to be the proximal hub of on an introducer sheath being held by the end user. Looking down the hub, it appears that the filter is lodged inside the hub as 5 feet are visible from the hub opening. The second image exhibits an snf filter deployed from the sheath. Conclusion: the device was returned and photos were provided. Based upon the photo review, the complaint investigation is confirmed for the filter failing to advance through the sheath. Based upon the available information; the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the simon nitinol filter system instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filters legs became caught in the introducer sheath and could not be advanced through the delivery sheath. The device was exchanged for a new vena cava filter that was prepped and deployed successfully. There is no reported patient injury.